Manufacturer narrative:
The reported events were dislodgment, a helix mechanism issue, and capturing issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual examination of the lead found the helix extended and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported event of capturing issue was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported a patient's atrial lead presented with inappropriate capture due to dislodgement, confirmed via x-ray. The lead was explanted and replaced during a procedure on (B)(6) 2023, in which helix rotation issues were noted. Post-procedure the patient was stable.